Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the papilla major. The generator was activated for cutting to start the papillotomy and the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h2 (additional information): block b5, block a1 (patient's initials), block e1 (address, city, zip) block h6 (impact codes), have been updated based on the additional information received on april 2, 2024. Block h10: additional information from the customer was received on april 2, 2024. The customer reported there was no break in the cutting wire, and the papillotome does not bulge and present a deformity, at the time of withdrawal of the wire deformity evened out. This event is unlikely to cause or contribute to a death or serious injury and is no longer considered a reportable event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on march 6, 2024. During the procedure, the device was inserted into the papilla major. The generator was activated for cutting to start the papillotomy and the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on april 2, 2024. It was reported that the papillotome does not bulge, I present a deformity. At the time of withdrawal of the wire protector the deformity evened out. (Twisted)). Additionally, the cutting wire was not broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the device was inserted into the papilla major. The generator was activated for cutting to start the papillotomy and the cutting wire of the ultratome xl broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h11: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was broken and kinked from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. Additionally, the ends of the broken cutting wire were blackened. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and kinked from the proximal pierced hole. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.